Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2015. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6)2016. Information was subsequently received on (B)(6) 2016 and revealed the patient expired. As there is new information that reasonably suggests the device has or may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
It was reported that, post surgical procedure, the implantable pulse generator (ipg) device was observed on current electrogram with abnormal function and questionable loss of telemetry. It was also reported the right ventricular (rv) lead exhibited suspected over-sensing. Additional information was received the patient is deceased. The cause and circumstances of the patient death were requested and not received. No additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.